Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/20/2022, it was reported by a sales representative via email that an ar-8741-40 beveled ft driver tip broke. The surgeon twisted the driver advancing the screw and it snapped. This was discovered during a procedure.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-8741-40 had broken off. No fragments were returned for inspection. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. The cause remains undetermined.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photos, which display the broken driver tip. However, as the device was not returned for physical evaluation, the cause remains undetermined. No change in harm was identified.